Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during incoming inspection, the seal of the device packaging was found to be partially open. No patient involvement to report.